Event description:
The rep reported the ipg site became infected and the device was explanted. A new pulse generator was placed in the patient's hip. Add'l info has been requested from the physician.

Manufacturer narrative:
.